Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced movement of the ipg in the pocket. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Reportedly, the patient has also lost weight since implant. Effective therapy was established post -op.